Event description:
During a takedown colostomy, the stapler made an anastomosis hole, but no staples were deployed. So, a section of bowel had to be removed and a new stapler was used to fix it at a lower section of bowel. Loop ileostomy was created. Manufacturer response for stapler, echelon (per site reporter). The rep for the stapler was in the case when the malfunction occurred. He is aware of the incident and is willing to send in the item.